Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) stated that he had stripped the threads on his transfer set and it would not stay connected. The hp tried to reconnect before calling baxter, and some fluid leaked from the transfer set in the process and there was air in the lines. The hp stated that there were no alarms. The technical service representative (tsr) had the hp put on a mini cap and end therapy so that the hp may remove the cassette and bags from the hc. The tsr advised the hp to call his registered nurse for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse. She stated that besides the threads being stripped, there was no other damage noted to the transfer set. The patient did not report any damage to the patient line connector of the cassette. The patient does not use any disinfectants on the transfer set and keeps it stored against his body with tape when not in use. The nurse was not aware of any previous difficulties with the transfer set, overtorquing, excessive force, nor anything else that may have caused this damage to occur. The patient did not report any difficulties when he initially connected to the set up that night. The transfer set was replaced by the nurse. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a leak was not confirmed. The root cause could not be determined.